Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome. The patient ended up 20/60 in the operative eye post surgery. Additional information was provided reporting the lens was exchanged.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge with an unspecified handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the approved cartridge combinations. The product investigation could not identify a root cause. The file indicated that the lens was exchanged. The replacement lens model and diopter are unknown. (B)(4).